Event description:
It was reported that the tip of the rv lead may have perforated the pericardium "at some point" accounting for low r waves. It was also reported a new lead was placed for pacing and sensing and the high voltage portion remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted.